Manufacturer narrative:
It was reported that the citadel bed frame moved to the trendelenburg without any command given. There was no indication regarding patient involvement. No injury nor other medical consequences reported. The failure with unintended movement was caused by the buttom being stuck due to a physical impact since it showed signs of damage. It was found that the button, located on the side rail control panel, remained pressed. The problem was solved when side rail with the damaged panel was disconnected and replaced. The main factor that could lead to the button being stuck might be related to an excessive force applied to the control panel (originating from the collisions with objects, such as door frames or from the bed being pressed against a different surface, such as wall). This is consistent with the information received from the sales and service department (ssu) and the statement that the side rail button was damaged by a physical impact and therefore the side rail panel required replacement. To sum up, the bed did not meet its performance specifications due to unintended bed movement. There was no indication regarding patient involvement . The complaint decided to be reportable due to unintended movement occurrence. No injury was claimed.

Manufacturer narrative:
It was reported that the citadel bed frame moved to the trendelenburg without any command given. There was no indication regarding patient involvement. No injury nor other medical consequences reported. The failure with unintended movement was caused by the button being stuck due to a physical impact since it showed signs of damage. It was found that the button, located on the side rail control panel, remained pressed. The problem was solved when side rail with the damaged panel was disconnected and replaced. The main factor that could lead to the button being stuck might be related to an excessive force applied to the control panel (originating from the collisions with objects, such as door frames or from the bed being pressed against a different surface, such as wall). This is consistent with the information received from the sales and service department (ssu) and the statement that the side rail button was damaged by a physical impact and therefore the side rail panel required replacement. To sum up, the bed did not meet its performance specifications due to unintended bed movement. The alleged problem occurred while the patient was using the bed. The complaint decided to be reportable due to unintended movement occurrence. No injury was claimed.

Event description:
It was reported that bed moved unintended. Following information provided siderail left button gets stuck which causes the bed to tilt. No injury was reported.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.